Event description:
It was reported that during central processing, a frayed cable was identified on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed at the distal idler. No damage was found on the pulley and clevis. Failure analysis evaluation also found the following damages: the instrument's distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. No other damage was found.